Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited suspected loss of capture (loc) on the left ventricular (lv) channel. Additionally, the intrinsic amplitude increased and there was a sudden decrease on the pacing impedances measurements, while remaining within normal limits. Technical services (ts) was consulted and recommended programming enhancements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.